Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a double valve replacement was performed and a 19 mm trifecta valve was implanted in the aortic position and a carpentier-edwards perimount magna ease mitral heart valve (size unknown) in the mitral position. Mid 2016, an echo revealed perivalvular leakage in the aortic position. In (B)(6) 2016, severe aortic regurgitation was confirmed. Reportedly, the level of brain natriuretic peptide had been elevated from 200 to around 2000 pg/dl at this time. On (B)(6) 2016, re-do aortic valve replacement was performed and this valve was explanted. Upon explant, a tear was observed from the commissure between the non-coronary cusp (ncc) and right coronary cusp towards the nadir of the ncc. It was reported that when the surgeon explanted this valve, the nadir of the ncc was also ruptured by forceps to the opposite side of the tear that was observed from the commissure to the nadir of the ncc. A carpentier-edwards perimount magna ease aortic heart valve (size unknown) was implanted. Postoperatively, the patient has been in stable condition. The non-sjm mitral valve remains implanted in the patient.

Manufacturer narrative:
The results of this investigation concluded tearing was observed in the base of all three leaflets. Fibrous pannus ingrowth was observed on the inflow side, which narrowed the inflow diameter, and extended onto the base of all three leaflets. No acute inflammation or significant calcifications were observed. No evidence was found to suggest the cause of the tears and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.